Event description:
Possible aneurysmal dilation of the proximal left corporal cylinder.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: device, incontinence, mechanical/hydraulic.

Event description:
Possible aneurysmal dilation of the proximal left corporal cylinder.